Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. This unit is under contract and customer has requested this unit to be serviced. Unit has been quoted for discounted o2 sensors and batteries. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had flow sensor disc sign and inadequate return tidal volume from a patient. Furthermore, there was no patient harm associated with the reported event. They were able to change the vent.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) evaluated the device onsite, performed initial test followed by a full pm. Performed calibrations and verification test. Unit needs a new blender. Return trip required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.